Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2024, the doctor found the swg kinked during used on the patient.

Event description:
It was reported that" 18 jan 2024, the doctor found the swg kinked during used on the patient.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled guide wire was able to be confirmed by the photo. Unraveling of the coil wire throughout the guide wire body was depicted, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The IFU also states, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of unraveled guide wire was confirmed by visual inspection of the customer supplied photo. Unraveling of the coil wire throughout the guide wire body was depicted in the customer photo provided, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. However, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.